Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Pain at ins site, burning at pocket. Patient states that sometimes when she is charging her ins, it will get warm/hot. Rep educated the patient on how to turn down the temperature when charging. Patient also states that she sometimes feels a shocking sensation at the ins site and that it occurs even when it¿s off. Patient says that it has only happened a few times. No falls or trauma reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3778-60 (serial:(B)(6)); product type: 0200-lead; implant date (B)(6) 2012; explant date product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2012; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.